Event description:
It was reported this was an arteriotomy closure of a severely calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, due to the severe calcification, resistance was felt during advancement of the proglide device. It was then observed that a cuff miss occurred as the needles did not deploy. During removal, resistance was felt and it observed the distal part of the sheath broke off and remained in the artery. Therefore, a cut down was performed to remove the broken portion of the device. The procedure was continued and completed without issues. Hemostasis was achieved via manual suturing. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Product performance engineering reviewed the complaint information and analysis of the returned device. Returned analysis: the lever was in a closed position. The plunger, suture, posterior needle tip, and both cuffs were not returned. The guide was separated 8 millimeters (mm) distal from the distal end of the guide tube. The actuator wire and foot were still intact. The separated portion of the guide including the sheath were not returned. There was no other damage noted to the smc system. Based on the reported information, it is likely the calcium at the access site contributed to the difficulty advancing the device leading to a break or separation of the guide. The separation may have also occurred during plunger deployment. The failure to cycle and the entrapment would occur as a result of either a break or separation. Additionally, the location of the separation of the guide may lead to a fragmentation of the guide. The sheath was not returned to confirm. The account was notified of the possible fragment. No other information was received. Corrections: h6 - medical device problem code: code 1528 was removed and code 1212 was added.